Manufacturer narrative:
(B)(4).

Event description:
Additional information from the consumer reported that the shocking/ jolting was intermittent. The patient fell one week prior to the report and hit her ribs on the corner of a table but the symptoms were ongoing well before the fall. An x-ray was taken by the primary care physician and no damage was done to her body but her managing physician did not look at the x-ray to determine if there was a device issue from the recent fall. There was aching, throbbing, pinching pain and nerve pain. These symptoms were at the abdomen- ins site. The health care professional wanted her to turn the device off for 2 months in case the device was causing the symptoms. The patient did not want to do that because she would have been unable to work if she did. There was no follow-up required.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported cautery was used while device was on in (B)(6) 2015. During a dilation and curettage (d&c) procedure due to a miscarriage, the physician ended up having to use cautery and the device was on while he used it. Symptoms were experienced after the d&c procedure which included a sudden jolting pain at the implantable neurostimulator (ins) site and the upper rib cage where the lower part of the stomach was located. The patient saw the health care provider (hcp) 1.5 months after the procedure where it was discovered that the device was still on and at the same setting. The hcp reportedly did not think cautery affected the device and thought it was the patient's menstrual cycle and fibromyalgia. The patient also reportedly had pre-existing conditions of regurgitating and bloating. It was suggested that the device be turned off for 2 months to see if the pain resolved. The indications for use included gastrointestinal/pelvic floor.